Event description:
It was reported that after inserting the foley catheter into the patient and began inflation. Due to noticeable air bubbles, catheter damage was suspected, and it was exchanged with a new one. The catheter shaft was checked for damage, but there was no indication of it.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event was confirmed cause unknown. Received (11) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector and silicone foley 2758j12, lot number ngjs1021. This sample will be tested for "bubbles". Visual inspection of the sample noted that using the (in house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. There was a noticeable bubble inside of the balloon. Deflated balloon passively with no cuffing, defects, and no external damage noted. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter into the patient and began inflation. Due to noticeable air bubbles, catheter damage was suspected, and it was exchanged with a new one. The catheter shaft was checked for damage, but there was no indication of it.